Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an in-patient visit following a syncopal event. Review of merlin transmissions revealed that the right ventricular lead exhibited loss of capture and oversensing of noise leading to pacing inhibition. The lead was capped and replaced on (B)(6) 2021. The patient was stable.